Manufacturer narrative:
(B)(4). Per the user facility's perfusionist, they were unable to tell during the reading of -.8 flow if the motor was turning. All this occurred within one minute time period. The sensor worked well the rest of the case.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump was set at 2000 revolutions per minute (rpm) but the flow probe was reading -0.8 flow. The surgeon lifted the cannula lines and flow increased to 6.2 liters per minute (l/min). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The field service representative (fsr) was unable to duplicate the reported complaint. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Serial number and manufacture date are unknown. As per the user facility's perfusionist, the centrifugal operated as intended with no further issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: at the initiation of bypass for a coronary artery bypass procedure on (B)(6) 2018, the perfusionist had a concern with his arterial flow to the patient. He had turned on his pump, base and set up primed his cardiopulmonary bypass (cpb) circuit with his normal procedure. No issues with priming or prior to cpb. Just prior to the initiation of cpb, once the arterial cannula was placed in the aorta, he checked his arterial flow and arterial line pressure to the patient. These were appropriate and the flow to the patient was noted at 2 liters per minute (l/min). Once the venous cannula was placed he was instructed to go on cpb. He opened his arterial and venous line at the same time and was receiving appropriate venous return but his arterial return to the patient was reading negative .8 l/min at an revolution per minute (rpm) of 2000. The perfusionist came up on his rpms to approximately 2400 and the flow was still reading negative .8 l/min. He clamped his venous line to stop venous return to his reservoir, for he had already drained the patient of 1600 cc. He instructed the surgeon to look at his clamps under the drapes/towels to see if there was a kink in the line at the sterile field as he was tracing his lines back at the pump. The perfusionist did not see a kink/clamp on his end. The surgeon lifted the cannula and the lines at the field to show the perfusionist that he did not see a clamp in the sterile field. Within 15 seconds of the surgeon lifting the cannula and the line on the field, the forward flow on the pump was reading 6.2 l/min. From attempting initiation of bypass to troubleshooting, to full flow, he stated that this was just about a minute. The perfusionist could not tell if his motor was turning, for there was blood in the head not crystalloid. From a patient standpoint he did state that there was a plaque in the aorta from transesophageal echocardiography (tee) and that the aorta was calcified. Once on bypass, he had no other issues. To be safe he did exchange this pump with another one after the case. This incident did not delay the surgical procedure, and there was no blood loss or harm associated with the event.